Manufacturer narrative:
H.10: investigation results revealed that the clamp worked within specifications. No deviations could be detected. However, the unit has been disassembled and a great amount of dried fluids was found inside. The reported malfunction could not be reproduced during the intensive tests performed at livanova deutschland and it could be confirmed by the field service representative at the customer's site. It is reasonable to think that dried fluids could lead to intermittent error codes. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the clamp and the issue was removed. Functional verification testing was completed without further issues and the unit was returned to service. The affected device has been requested back to livanova (B)(4) for a detailed investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s5 erc tubing clamp / 620mm error message experienced twice during the procedure. There was no report of patient injury.